Event description:
It was reported that during a ptca of the rca, there was difficulty getting a stent to the target lesion, and three vision stents became dislodged. As there was no re-flow, there was no attempt made to retrieve the dislodged stents. Another co's balloon was used to deploy the three stents in the unintended location. There was no adverse outcome to the pt.